Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
While the user was wearing the sonnet 2 audio processor, an explosion of the zinc-air battery was reported. The battery was swollen, cracked and sooted up. In addition, damage of the coil cable was found. Therefore, the user stopped wearing the sonnet 2 and switched to rondo. The user will visit the clinic on (B)(6) 2022.

Event description:
While the user was wearing the sonnet 2 audio processor, an explosion of the zinc-air battery was reported. The battery was swollen, cracked and sooted up. The sonnet 2 and zinc batteries had been in use for 2 days. In addition, damage of the coil cable was found. Therefore, the user stopped wearing the sonnet 2 and switched to the rondo. No injury was reported.

Manufacturer narrative:
Conclusion: according to the information received, the users sonnet 2 audio processor suffered a malfunction due to a blown-up zinc-air battery, while it was in use. The reported issue could be confirmed during device investigation. A cell expansion is a possible cell behavior but can be observed only with extremely low probability. In previous cases seen by the supplier, the cell expansion happened due to an abnormal use, e.g., cell is being charged, repeated use of empty, completely discharged cell or cell has not been removed from unused hearing aid for longer period. The recipient did not get injured due to this issue. Furthermore, the damaged dl-coil cable is not related to the reported issue. This is a final report.